Manufacturer narrative:
Qn#: (B)(4). The device involved has not been received by the manufacturer at the time of this initial report.

Event description:
Customer complaint alleges "filter in use on expiratory side of vent (servo-I) using 880-36kit circuit. Filter works fine for a few hours and then restricts flow setting off vent alarm. (Cont.). Clinician said it acts like a one way valve is closing inside filter". It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Drop testing was also performed and no issues were found. The sample had good flow. Based on the investigation performed, the reported complaint of blockage could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "filter in use on expiratory side of vent (servo-I) using 880-36kit circuit. Filter works fine for a few hours and then restricts flow setting off vent alarm. Clinician said it acts like a one way valve is closing inside filter." It was reported there was no patient injury or consequence. Patient condition reported as "fine".